Event description:
In 2006, a physician attempted an arteriotomy at the left superficial femoral artery with the starclose device. Hemostasis was achieved. The pt was discharged to home at 6:00 pm or 7:00 pm. It was reported that approx 5:00 am, the following morning, the pt woke up with complaints of cold leg. It was further reported that the pt covered the leg up and woke up at 8:30 am with a cold, white leg. The pt was seen in the emergency room by a vascular surgeon who did a doppler and found no pulses. It was reported that no angiogram was performed during the ER visit. The pt was taken to surgery and the surgeon "cut the clip out in surgery." The vascular surgeon reported that the artery was occluded by the anterior and posterior wall of the artery being clipped together, during the surgery, the vascular surgeon also found a dissection in the left common femoral artery. Both the cardiologist and surgeon do not know why that would be the case. The pt remained in the hosp for a scheduled gallbladder surgery.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.